Event description:
It was reported that an ilet pump with a touchscreen became fractured and the screen displayed colored lines, rendering it unusable; the user disconnected the pump and transitioned to backup therapy, and a replacement was arranged with instructions to shut down the device and return it. Symptoms included hyperglycemia with polydipsia, lethargy, and nausea, with a blood glucose level reduced to 173 mg/dl after a manual correction from above 300 mg/dl. Outcomes included the need for unexpected medical intervention in the form of medication to correct glucose. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component of the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user. The patient was advised that device data would not transfer to the replacement and to pair the dexcom g7 with the new pump when available.

Manufacturer narrative:
Initial.